Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that thirty (30) minutes following cataract plus trabecular micro bypass stent procedure, the patient experienced a severe hyphema (described as ¿eight ball¿). Through follow up, it was reported that most of the blood was removed from the patient¿s eye intraoperatively. Additional information has been requested.

Manufacturer narrative:
Corneal damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following patient status update. Reportedly, there is borderline improvement of visual acuity (va) over preoperative va, and the iop remained unchanged. According to the surgeon, the adverse event resolved with sequelae as peripheral anterior synechia (pas) was noted over the stent, including corectopia and partial corneal decompensation. Additional information is being requested.

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the patient¿s prognosis remained unchanged with residual corectopia, and the hyphema has resolved.

Manufacturer narrative:
Additional information: event, relevant tests/laboratory data. MFR reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. The hyphema was characterized as grade ii (1/3-1/2 anterior chamber vol.) Associated with elevated iop, loss of bcva and inflammation/irritation (od). The hyphema was treated with steroid. Reportedly, the patient was on anticoagulants preoperatively. The patient prognosis was reported as ¿guarded¿ with heme still in the anterior chamber (ac). Additional information is being requested.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Elevated iop decreased/impaired vision and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).